Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the stent were able to be confirmed. In addition, the stent was found partially expanded. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a moderately tortuous distal right superficial femoral artery stenting procedure, the xpert stent system failed to deploy in the heavily calcified lesion. The outer sheath of the stent did not retract. The stent delivery system was removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure. No further intervention was performed. There was no additional information provided. Based on the returned device analysis, the stent inplant was noted to be partially expanded which is consistent with attempted deployment.